Event description:
Related manufacturer reference number: 2017865-2023-47828. New information received notes that insulation damage was noted on the lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of noise and insulation damaged were confirmed. As received, a complete lead was returned for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located in the middle region of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to the exposure of the coils in the abrasion zone.

Event description:
Related manufacturer reference number: 2017865-2023-40999. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon interrogation of the pacemaker, it was noted that the right ventricular (rv) lead and the right atrial (ra) lead exhibited oversensing of noise which resulted in pacing inhibition. No intervention was performed. Patient had no adverse consequences.